Manufacturer narrative:
The dispense check valve malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported reagent tip was dripping after washing buffer. The issue did not impact staining. The issue was attributed to a dispense check valve malfunction. The field service engineer replaced the part. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.